Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio2: 1.6, re-test: 2.7. Time between tests: < 2 minutes. Therapeutic range: 2.5-3.5. Patient self tester reports they performed 2 finger sticks on the same finger. Customer was unable to obtain a large enough drop to test on the first finger stick. They then performed a new finger stick, tested and received a 1.6. They were concerned with that reading so they cleaned the finger and squeezed out a second sample using the same finger stick, inr= 2.7.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incident in the complaint system for this lot did not indicate a manufacturing issue. Although the root cause analysis did not include returned testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.